Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system reperfusion catheter 054. During the procedure, the physician found that middle part of the catheter was kinked. The physician replaced the catheter to complete the procedure with no reported adverse effect on the patient.

Manufacturer narrative:
Result: the reperfusion catheter 054 is kinked approximately 31.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the operator discovered that the middle part of the reperfusion catheter 054 was kinked during advancement. Evaluation of the returned device confirmed a kink in the catheter shaft approximately 31.0 cm from the distal tip. This issue was not detected out-of-the-box and was likely the result of handling during use. If the product is improperly handled during removal from the packaging or preparation for use, damage such as this may occur. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.